Event description:
Fractured/separated intravascular and extra vascular long-term indwelling catheter (groshong hickman type) extravascular segment in left precordial/deltoperctoral groove area. Intravascular segment in linea and right atrium.